Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear? 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Brand name: coveredge? X 32. Upn: m365sc8352700. Model: sc-8352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Brand name: linear? 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) site following a non-device related surgery. The patient was required to lay on her back for prolonged periods and lost 8.8 pounds which may have contributed as she is very thin in stature. The physician noted that the ipg is very superficial, visibly protruded and is concerned it may erode the skin at some stage. Additionally, the patient experienced inadequate pain coverage. The patient underwent a procedure in which the entire system was explanted. The patient is recovering as expected. The explanted devices will not be returned as they were discarded by the medical facility.